Event description:
(B)(4).

Manufacturer narrative:
As allowed by exemption (B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we are reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion: the labelling warns against ingestion and issues involved with swallowing. The directions for use states, "do not swallow and ingest. If health problems arise after swallowing impression metrial, seek medical attention immediately. Intestinal blockage may arise in rare cases." Due to the aforementioned reason, CAPA measures are not recommended.